Event description:
Patient reported on (B)(6) 2020 that her autoinject 2 has recently been breaking her copaxone syringes. Ae submitted. Patient said she has had thi autoinjector for a long time (over a year). Transferred patient to shared solutions to request a new autoinjector.